Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support wanting to know what to look for when he receives fill complication alarms. Tech support provided the patient with info. Upon review of the treatment data provided by the patient, a large drain 3 volume occurred on (B)(6) 2014. (B)(4). Upon f/u contact with the patient's peritoneal dialysis rn (pdrn), a review of the patient's chart determined that no large drain volumes were recorded for the month of (B)(6). She is unsure of the origin of the 4427ml drain volume. She added that there was no serious injury or need for medical intervention as a result of this event. The patient continues with the ccpd program in stable condition. The reported drain volume of 4427ml was 184% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A review of the info available was performed by the post market surveillance dept. A large intra-peritoneal drain 3 occurred following fill 3 with an undetermined cause. There was no adverse event reported with this large drain volume. A supplemental medwatch report will be submitted upon completion of the device investigation.